Event description:
The pressure luer port were found to be sealed and will not open.

Manufacturer narrative:
Product returned and is being evaluated. A follow-up report will be filed upon completion of the evaluation report.